Manufacturer narrative:
(B)(4). Improper disconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver stated that they had disconnected the patient to help them get back into bed after having fallen out of it. The caregiver reconnected the patient afterwards. The caregiver stated that they had not capped the transfer set while the patient was disconnected. The technical services representative reviewed proper procedures with the patient. The care giver planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.